Event description:
It was reported that a patient discovered a rusted looking allen wrench in one of the minicap individual pouches. There was no patient injury or medical intervention indicated at the time of the initial report. No additional information was available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no issues detected during the manufacturing of this batch.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. The reported condition of a rusted allen wrench inside of the minicap pouch was confirmed via visual inspection. The device did not meet product specification related to the reported condition. The exact root cause of the reported condition was not determined. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Awareness training for all applicable manufacturing operators was conducted.